Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.